Manufacturer narrative:
Complaint no: (B)(4). Initiating therapy with an incomplete prime is a known cause of this alarm. The patient at home guide instructs the user to open all clamps before starting prime, and to ensure that the line is properly primed prior to connecting to the setup. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during initial drain. The home patient (hp) stated she forgot to open the patient line clamp during prime, connected, and started initial drain. The technical service representative (tsr) advised the hp that air had entered setup. The tsr had the hp cycle the power and a system error 2367 alarmed. The tsr advised the hp to start over with new supplies and make sure the patient line clamp was open during prime. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.